Event description:
Event description patient came into clinic and device was found to be in the backup mode and disabled. Interrogation indicated it had been this way since 4/12/99, the same day the patient had a dental procedure. Patient denies any other procedures or shocks.